Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and force test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was noted that the plunger could not be pushed to the cartridge. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin